Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned partially cycled with a clip partially formed. The cycle was completed and one conforming clip was formed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic procedure for biliary dyskinesia, the clips were crossing and damaging the patient's tissue. No further information was available regarding what type of damage occurred. Another device was used to complete the procedure. There was no patient consequence or change in the procedure as a result of the event.